Event description:
It was reported that the trial patient had no stimulation. The patient turned it on the left side yesterday and felt a flutter and by yesterday evening they didn¿t feel anything. At one point the light had gone off and they turned it back on starting from 0 and went up. The patient now felt something and then it disappeared and they had increased it up to 10 and didn¿t feel it. It was working and it was not working and for the first time in 4 years the patient slept the night but at 5am when they stood up it was like they were not going anywhere and had to void and were able to stop voiding enough to get into the bathroom and finish and had to change. The patient went back to bed after they changed and since it was a weekend they didn¿t have to get up and the patient had a different routine. The patient slept until 11 because they slept so soundly and leaked through the heavy overnight pad and it went onto the bed in 2 4 inch circles. When the patient went into the bathroom they voided slightly and now that they had been awake there was no leaking and their concern was that they didn¿t feel the fluttering and there was no sensation at all and it was all the way up. The patient was walked through turning off the stimulation, unplugging the cable, taking out the 9v battery and then putting it back in, plugging the cable back in, and turning the stimulation back on slowly. The patient had it on 5v and was slightly feeling it. The patient felt a slight tingling in their right leg and it told them something was occurring but they were not feeling it in the cheek. The patient had spinal stenosis in the lumbar issue and asked if it had anything to do with their spinal stenosis and they told the patient no. The patient said thanks for telling them about the leg or pressure sensation too because they thought they did something or pulled it out. The issue was resolved and the patient felt a sensation and would keep it at a lower setting first and increase as needed. No outcome for the patient's incontinence was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).